Event description:
Operative site was predrilled with a drill for 2.8mm anchors. Anchor broke below the eyelet when the inserter was being withdrawn. Broken portion of anchor remained in the patient. A backup anchor was used and implanted at a different operative site sucessfully. The event did not result in any patient injury or complications.